Manufacturer narrative:
The p500 surface is for household and healthcare facility use. The p500 surface is a finished size of 35.5" (90 cm) wide by 84" (213 cm) long, with a thickness of 8" (20 cm). The surface is designed for use on pan-deck frames that accommodate this surface size; it is not intended for use on spring-deck frames. The intended users of this product are healthcare employees, non-clinical caregivers, and occupants who have the physical strength and cognitive skills to operate and control the product. Follow safety protocols if an intended user does not have the physical strength or cognitive skills to operate and control the product safely. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Upon inspection, baxter technician ran a function test on the p500 therapy surface. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a p500 therapy surface bed exit alarm not working were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
On 05-jan-2026, an other health care professional contacted technical service to report that p500 therapy surface (product code: p005787rent01s, serial number: (B)(6), had bed exit alarm not working, patient fell getting out of bed. This occurred during patient use. It was reported that no injury occurred from the reported event.